Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = during reaming the short handles reamers caught surgeons gloves and cut them contaminating the reamers. We have 4 of these old style reamer handles in house. Surgeon declared them unsafe to use and needs them replaced with the white handled versions without metal notch. Reamers and gloves replaced surgical delay of 10min. Patient consequences unknown. Additional information provided states the metal notch on the shaft of the reamer can catch a glove. With the torque for the reamer it tangled the gloves, tares them, and in serious cases damages the surgeons. The device associated with this report was not returned. However, a review of the provided photograph found the notch they are referring to is the notch that holds the sleeve component on the shaft. The notch would not be visible if the sleeve component was in the proper location. The root cause is use error as the sleeve component is missing.

Event description:
During reaming the short handles reamers caught surgeons gloves and cut them contaminating the reamers. We have 4 of these old style reamer handles in house. Surgeon declared them unsafe to use and needs them replaced with the white handled versions without metal notch. Reamers and gloves replaced surgical delay of 10min. Patient consequences unknown. Customer reference/po/service - 013330, was surgery delayed due to the reported event? -yes, if yes, number of minutes: - 10, was procedure successfully completed? - unknown, were fragments generated? - unknown, if yes, were they removed easily without additional intervention? - unknown, patient status/ outcome / consequences --> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: - unknown, is the patient part of a clinical study -unknown, ip-01122808. Device property of -none, device in possession of -none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.- true.